Manufacturer narrative:
Customer contact reports no patient information is available. Date of device manufacture: information unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported short battery life during patient use. No report of patient injury.